Event description:
It was reported that a patient experienced what they believe was a pocket fill the day prior to report. The patient was observed for approximately 25 minutes following the pump fill and had no symptoms after which the patient was discharged. The patient started feeling lightheaded shortly after and went to urgent care. The patient was sent to the emergency department (ed) and by the time the patient arrived, the patient had difficulty breathing, was lethargic and was on their way to obtundation. The patient was intubated shortly after arrival into the ed. The pump was accessed while the patient was in the ed and was found to have approximately 35 ml in it and it have had been approximately 40 ml. They assumed the patient received approximately 5 ml of drug subcutaneously. The health care professional (hcp) believed the patient¿s symptoms were mainly from the dilaudid. At the time of report, the patient was ok and had been discharged. The pump was used to infuse clonidine, bupivacaine and dilaudid. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).